Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A consumer reported that they were making adjustments to stimulation by following the instructions in the manual and all of their settings changed including the upper limit. Now, the patient could not make any adjustments. At the time of this report, the patient was in the process of finding a closer health care provider (hcp). When the patient tried to increase stimulation to what the maximum was set to, they got an upper limit screen. No symptoms were reported. The event occurred a couple of weeks prior to this report. The patient's indication for use is dystonia and movement disorders. Refer to manufacturer report #3004209178-2016-17805.

Event description:
Additional information received from the patient reported they had an appointment scheduled with their managing physician for (B)(6) 2016. It was noted they had a device concern. The steps taken to resolve the not being able to adjust their therapy were the programmer was reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.